Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse delivery during the pulse test. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed pulse delivery during the pulse test. Upon investigation, the white wire on capacitor c20 of the defibrillator board was broken. The cause for the pulse delivery failure was the broken wire. The root cause of the damaged capacitor wire cannot be positively identified. No adverse event resulted from the damaged wire. The last patient to use this monitor did not report any deficiencies.